Event description:
Customer reported problems with the amplifier during a case. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor cable. System operates as intended.